Manufacturer narrative:
One 72203378 healicoil pk 4.5mm-2 ub ii blue-cobraid device returned. The complaint stated that ¿the anchor was broken during insertion after awling¿. The anchor was returned but portions are missing. Pieces returned are deformed and rolled over on the outer diameter. One blue ultrabraid and one blue/white cobraid were returned. These were still attached to a fragment of the anchor. The prep details were in line with IFU recommendations. The bone quality was listed as ¿average¿. Torque is a concern with the spiral vs. Solid screw configuration. Please note: IFU reads: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure.¿ no root cause associated with the manufacture of this device could be supported nor proven. No further investigation warranted.

Manufacturer narrative:
(B)(4).

Event description:
Anchor was broken during insertion after awling.